Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
From customer "rubber bung coming off multiple butterfly needles and being found in the patients' beds. Cap used to prevent open port. Infection risk. Medication safety concern as unsure if the correct dosage has been given or if it has leaked out."